Event description:
Ankle arthrodesis. The guide pin broke off and about 45mm is retained in the right foot of the patient. The pin may have been broken while the surgeon was drilling in the area. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional code: htn. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.